Event description:
Thoracotomy. Dlu was fired three times. The first time it worked correctly. However, the second and third firings were poor due to incomplete staple formations and bleeding resulted. Another device was used to complete the case.

Manufacturer narrative:
Summary: according to the surgeon, second and third firing produced malformed staples. Upon analysis, the first knife had a dent indication of an obstruction during the firing and may have caused malformation of staples. In addition, the staples marking on the pockets showed some of the staples missed their pockets during formation. New cartridges were installed into the two, both calibrated, opened, closed, and fired staples into five layers of foam. Staple formation was acceptable. Customer complains was not duplicated. Units function and tested as intended. See scanned pages.